Event description:
Received information stating that ventilator stopped cycling while in patient use. As per customer, it is unclear as to how long the ventilator had been alarming before rt went through the room. Patient was bagged at the time of event...

Manufacturer narrative:
During further follow up with the customer, it was discovered that the pt had expired. Customer did not allege ventilator contributed to pt's death. As per customer, pt was end-stage. Customer conducts their own repair. Should any further info become available, a follow up MDR will be sent.